Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a charging issue, led is not coming on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the unit had a 3rd party plug end on cord. The fse replaced the ac power cord reel (0012-00-1688). All functional and safety checks were performed to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a